Event description:
On (b(6) 2023, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced slight suppuration from the stoma site and visited the emergency room. The patient was treated with augmentin every 8 hours for 10 days for the stoma site. On 17 november 2023, the patient experienced green ooze, pain, and a pressure sore with bleeding at the stoma site. On an unknown date, the patient was advised chlorhexidine twice a day + diprogenta ointment 3 times a day for 7 days as treatment for the stoma site.

Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.